Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The monitor was returned for evaluation. The investigation unit (iu) confirmed the meter for a display defect; a solid vertical line appears on the middle of the screen. Iu observed that the location of the line on the display does not distort the decimal point, therefore misinterpretation is not possible. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.

Event description:
Reporter stated there is a line on the meter display and misinterpretation of the results is possible. No physiological effects were reported. The meter was requested for evaluation.